Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: [hospital]. "Clip loading and clipping were not possible." Product is available for return. Additional information was received via email on (B)(6)2025 from amk territory manager. "The clip did not come out on the first attempt." Additional information was received via email on (B)(6)2025 from amk territory manager. "The clip didn't load from the beginning. The model/size trocar was unknown. The clip did not properly seat into the jaws. It's unknown if there was any pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigeer could be actuated as normal." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, where the remaining clips loaded properly. However, the complainant¿s experience could not be replicated or confirmed as no relevant nonconformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: nephrectomy. Event description: [hospital]. "Clip loading and clipping were not possible." Product is available for return. Additional information was received via email on 13jan2025 from amk territory manager. "The clip did not come out on the first attempt." Additional information was received via email on 14jan2025 from amk territory manager. "The clip didn't load from the beginning. The model/size trocar was unknown. The clip did not properly seat into the jaws. It's unknown if there was any pressure applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigeer could be actuated as normal." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.